Event description:
It was reported in the pt's medical records that as a result of having the product implanted, the pt has experienced vaginal vault prolapse, stress urinary incontinence, dyspareunia and vaginal mesh exposure requiring excision surgery.

Manufacturer narrative:
The device remains implanted. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently address potential risks associated with surgically implanted materials. The instructions for use states in the precautions: "pelvisoft biomesh is for single-pt use only and is to be implanted surgically. If either the outer polyester/polyethylene pouch or the inner foil pouch has been perforated or torn in shipment or storage, then the enclosed pelvisoft biomesh should not be used. Pelvisoft biomesh should be hydrated or moist when the package is opened. Dehydrated or dry tissue should not be implanted." (B)(4).

Event description:
Per additional information received, the patient has experienced recurrent cystocele, vaginitis and enterocele. Associated mdrs 1018233-2012-00878, 1018233-2012-00654, 1018233-2012-00656, 1018233-2012-00697.

Event description:
Per additional information received, the patient has experienced exposure of urogynecology graft material she underwent a diagnostic cystourethroscopy, and revision/removal of urogynecology graft material, presence of a 2cm x 2cm region of exposed biofilm coated polypropylene mesh in the midline anterior vaginal wall and a loop of gortex suture in the right vaginal apex, vaginal discharge, infection, coronary bypass surgery on (B)(6) 2010, coronary artery stent placed (B)(6) 2010, (B)(6) 2011, (B)(6) 2011 and bypass graft of left carotid artery, trans positioning of left subclavian artery.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per additional information received, the patient has experienced recurrent vaginal vault prolapse, stress urinary incontinence and surgical intervention.